Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for multiple patient samples with the cobas pro c 503 module. The reporter stated qc was within acceptable range prior to the event but upon repeating the qc results were out of range low. The reporter calibrated and qc was back in the acceptable range and the samples were repeated. The reporter provided the following examples of questionable results for 5 patient samples: sample ID (B)(6): the initial result was 0.228 mg/dl. The repeated result was 0.633 mg/dl. Sample 1: the initial result was 0.314 mg/dl. The repeated result from another c503 was 0.77 mg/dl. Sample 2: the initial result was 0.232 mg/dl. The repeated result from another c503 was 0.65 mg/dl. Sample 3: the initial result was 0.245 mg/dl. The repeated result from another c503 was 0.72 mg/dl. Sample 4: the initial result was 0.229 mg/dl. The repeated result from another c503 was 0.67 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 55525301 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The investigation found the alarm trace contained a high number of abnormal aspiration alarms. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.